Event description:
It was reported that dark areas appeared on pump display and customer had difficulty reading screen and interacting with pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.